Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported a sensor anomaly. When they removed the sensor from the serter, they found the insertion needle was missing. Customer's blood glucose level was not reported. The device was not returned.